Event description:
It was reported that a revision was performed.

Manufacturer narrative:
.

Manufacturer narrative:
This report was filed in error as a duplicate report. The initial report was filed on #9613369-2012-00083.